Event description:
Philips received a complaint about the efficia dfm100, indicating that the equipment showed an error message during an operation test. The device was not in clinical use at the time the issue was discovered, and there were no reported patient impacts or injuries. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
The complaint was escalated for technical investigation, and the results indicated that the initial error message in the dfm100 equipment during the operation test was not significant, as it passed subsequent performance tests and had minor errors in opcheck, which did not affect its functionality. Based on the available information and the conducted testing, the cause of the reported issue, namely the error message in the dfm100 equipment during the operation test, was not explicitly specified in the provided information, and the reported problem remains unconfirmed. Based on the information provided, it appears that no specific fault was identified or confirmed during the investigation, and, therefore, the investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Event description:
Philips received a complaint about the efficia dfm100, indicating that the equipment showed an error message during an operation test. The device was not in clinical use at the time the issue was discovered, and there were no reported patient impacts or injuries. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Event description:
It was reported to philips that the efficia dfm100 exhibited an error incorr/dx during the operation test. There was no reported patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.